Manufacturer narrative:
A stryker service representative evaluated the customer's device and observed that the device would not power on. It was confirmed that the device could not be repaired. Due to the age of the device and the fact that it cannot be repaired, the customer approved the scrapping of the device on their behalf.

Event description:
The customer contacted stryker to report a non-critical issue with their device. Upon inspection, the stryker service representative observed that the device would not power on. As a result, defibrillation would not be available, if needed. There was no patient use associated with the reported event.